Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), prior to the start of the tavr procedure, review of the patient¿s access vessel minimum luminal diameter (mld) was performed. In case of issues inserting and advancing the 16fr. Esheath through the vessels, preparation for possible conversion to a transapical approach was discussed. During the transfemoral tavr procedure, the 16fr. Esheath was inserted without difficulty. Resistance was noted during the insertion of the commander delivery system, but it was advanced to position and a 29 mm sapien 3 valve was deployed without any problem. No resistance was reported during the withdrawal of the delivery system. Upon withdrawal of the esheath, the distal tip of the sheath was reported to be ¿broken¿ and ¿tearing¿. No adverse event related to the issue was reported. No consequences to the patient were reported. Additional information from the specialist indicated the damaged and torn section of the esheath ¿could not be found¿ upon the withdrawal of the sheath. The possibility of the section remaining in the patient was considered. No further information concerning the patient status was obtained. The valve remains implanted in the patient. The access vessel mld measured 6 mm with mild calcification and mild tortuosity reported.

Manufacturer narrative:
The esheath was returned to edwards for evaluation. Visual inspection revealed wrinkles along the strain relief. The liner was intact and expanded as intended. Scratches distal to the strain relief and 7 inches from the distal tip were observed. Damage to the distal tip was noted. The tip was expanded as intended with no missing material; the hdpe was stretched. A slight bend on the sheath shaft was also observed. A photograph of the device, post procedure, was also reviewed. Functional testing and dimensional analysis could not be performed due to the condition of the returned device. Lot history review revealed no similar complaints for ¿sheath distal tip ¿ split¿. The complaint history review from april 2017 to march 2018 for the edwards esheath introducer set (all sizes) revealed 4 other returned device complaints for ¿sheath distal tip ¿ split¿. The complaints were confirmed; however, no manufacturing non-conformances were found. Available information suggested patient/procedural factors likely contributed to the complaints. The complaint history review revealed that the occurrence rate did not exceed the march 2018 control limit for the trend category of ¿damaged¿. DHR review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing related issues that could have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. During final assembly, the esheath shaft component undergoes multiple 100% inspections. During manufacturing, the esheath tip undergoes multiple inspections. The esheath also undergoes multiple 100% inspections by manufacturing and quality during final inspection. Following sterilization, product verification (pv) testing is performed on devices from each lot following a sampling plan. These inspections support that it is unlikely a manufacturing non-conformance contributed to the reported event. A review of the risk documentation revealed that the reported event is anticipated in the risk management file. Distal tip becomes damaged during the procedure may result in the potential harm of tissue damage, major. Severity level of 3. In this case, the complaint for ¿sheath distal tip ¿ split¿ was confirmed based on visual inspection. However, based on a review of the DHR, lot history, and complaint history, there was no indication that a manufacturing non-conformance contributed to the reported event. The patient access vessel minimum luminal diameter (mld) measured 6.0mm with mild calcification and mild tortuosity. The push force of the delivery system can vary based on these factors. Additionally, contact with vessel calcification, due to the vessel mld, could lead to the weakening of the sheath material, making the distal tip more susceptible to splitting, especially if high push force is required to insert the delivery system. The scratches observed along the sheath shaft indicated the sheath passed through a calcified vessel. The distal tip damage could have also occurred during the retrieval of the delivery system post valve deployment. Although no resistance was reported during retrieval, non-coaxial retrieval of the delivery system could have potentially contributed to the reported event. The initially reported possible torn/missing hdpe material was not confirmed. Some stretching of the material was observed; however, this was likely not due to insufficient scoring since it was not present on both sides of the split and the tip opened as intended. Although a definite root cause cannot be confirmed, available information suggests, patient and/or procedural factors may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.